Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: the initial reporter address 1 is av presidente affonso camargo 1399; reported here as the initial reporter address 1 exceeded the character limit for the designated field. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the sterile packaging of the device.

Event description:
It was reported to boston scientific corporation that a truetome 44 was checked in the stockroom. The exact event date was unknown. During the inventory, a foreign object was found in the packaging. Specifically, a hair was observed within the sterile pouch, visible on the white section of the packaging on the right side. No patient and procedure were involved in this event. Note: photos of the complaint device inside the unopened packaging were provided by the customer and shows a hair-like particle inside the sterile device packaging.